Event description:
Consumer called to report getting higher readings from her meter for a few weeks. Had to call paramedics for assistance and treatment. Her meter was reading higher than the emt meter.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.